Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient did not charge the ipg as recommended. In turn, ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. As a result, surgical intervention were taken. Therapy was restored post-op.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.